Manufacturer narrative:
(B)(6) 2024 - we were informed of a patient who missed a capsule. We requested to know if an x-ray was done to validate the excretion. (B)(6) 2024 - we were informed that the x-ray results indicated that the capsule was retained. The customer suggested the patient to take more prep and will do a follow up x-ray to check updates on the capsule. (B)(6) 2024 - frm-0089 - capsule incident questionnaire was sent to obtain further information. (B)(6) 2024 - we were notified that the patient had had multiple x-rays from 04/01 - 04/10 and that telemedicine had been arranged to discuss retrieval options. (B)(6) 2024 - frm-0089 - capsule incident questionnaire was received indicating no preexisting conditions. No surgery has been scheduled yet that we were aware of. (B)(6) 2024 - we were informed after requesting updates on the status of the patient that patient's recent kub showed capsule has not moved. He is in the process of scheduling CT scan to further access. (B)(6) 2024 - we were notified that the patient will require surgery to remove the capsule. On this date this complaint was deemed as reportable since we were made aware of the additional risk that will be introduced to the patient. Supplemental information: (B)(6) 2024 - we were notified the capsule was surgically removed and the customer requested a new shipping label to send the capsule back to us. (B)(6) 2024 - a new shipping label was sent to the customer. (B)(6) 2024 - the capsule arrived at the download center and the video was successfully uploaded into capsocloud. No information was provided regarding the patient condition and the customer is not willing to provide any further information therefore this case will be closed.

Event description:
(B)(6) 2024 - we were informed of a patient who missed a capsule. We requested to know if an x-ray was done to validate the excretion. (B)(6) 2024 - we were informed that the x-ray results indicated that the capsule was retained. The customer suggested the patient to take more prep and will do a follow up x-ray to check updates on the capsule. (B)(6) 2024 - frm-0089 - capsule incident questionnaire was sent to obtain further information. (B)(6) 2024 - we were notified that the patient had had multiple x-rays from 04/01 - 04/10 and that telemedicine had been arranged to discuss retrieval options. (B)(6) 2024 - frm-0089 - capsule incident questionnaire was received indicating no preexisting conditions. No surgery has been scheduled yet that we were aware of. (B)(6) 2024 - we were informed after requesting updates on the status of the patient that patient's recent kub showed capsule has not moved. He is in the process of scheduling CT scan to further access. (B)(6) 2024 - we were notified that the patient will require surgery to remove the capsule. On this date this complaint was deemed as reportable since we were made aware of the additional risk that will be introduced to the patient. Supplemental information. (B)(6) 2024 - we were notified the capsule was surgically removed and the customer requested a new shipping label to send the capsule back to us. (B)(6) 2024 - a new shipping label was sent to the customer. (B)(6) 2024 - the capsule arrived at the download center and the video was successfully uploaded into capsocloud. No information was provided regarding the patient condition and the customer is not willing to provide any further information therefore this case will be closed.

Event description:
3/29/2024 - we were informed of a patient who missed a capsule. We requested to know if an x-ray was done to validate the excretion. 4/16/2024 - we were informed that the x-ray results indicated that the capsule was retained. The customer suggested the patient to take more prep and will do a follow up x-ray to check updates on the capsule. 4/18/2024 - frm-0089 - capsule incident questionnaire was sent to obtain further information. 4/25/2024 - we were notified that the patient had multiple x-rays from 04/01 - 04/10 and that telemedicine had been arranged to discuss retrieval options. 4/26/2024 - frm-0089 - capsule incident questionnaire was received indicating no preexisting conditions. No surgery has been scheduled yet that we were aware of. 5/7/2024 - we were informed after requesting updates on the status of the patient that patient's recent kub showed capsule has not moved. He is in the process of scheduling CT scan to further access. 5/29/2024 - we were notified that the patient will require surgery to remove the capsule. On this date this complaint was deemed as reportable since we were made aware of the additional risk that will be introduced to the patient

Manufacturer narrative:
3/29/2024 - we were informed of a patient who missed a capsule. We requested to know if an x-ray was done to validate the excretion. 4/16/2024 - we were informed that the x-ray results indicated that the capsule was retained. The customer suggested the patient to take more prep and will do a follow up x-ray to check updates on the capsule. 4/18/2024 - frm-0089 - capsule incident questionnaire was sent to obtain further information. 4/25/2024 - we were notified that the patient had had multiple x-rays from 04/01 - 04/10 and that telemedicine had been arranged to discuss retrieval options. 4/26/2024 - frm-0089 - capsule incident questionnaire was received indicating no preexisting conditions. No surgery has been scheduled yet that we were aware of. 5/7/2024 - we were informed after requesting updates on the status of the patient that patient's recent kub showed capsule has not moved. He is in the process of scheduling CT scan to further access. 5/29/2024 - we were notified that the patient will require surgery to remove the capsule. On this date this complaint was deemed as reportable since we were made aware of the additional risk that will be introduced to the patient